Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6). Reporting address line 1: (B)(6).

Event description:
It was reported to philips that during a routine safety inspection of medical equipment conducted by hospital engineers, it was found that the heartstart xl defibrillator had partially yellowed electrodes. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by a philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor, indicating that the device's electrodes were partially yellowed. Available details indicate that the electrode plates were rusted. The rust was treated with alcohol wipes and sanded with sandpaper, after which, the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, the reported issue was caused by dirty equipment. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.